Event description:
Customer's wife reported that on (B)(6) 2015 at approximately 7:00 pm customer attempted to test using his adc blood glucose meter, but the meter would not turn on with button press or with test strip insertion. Caller further reported he had received unspecified "alternating results" earlier in the day and that he experienced "confusion" and was "out of balance". Caller noted they did not know he had high blood sugar. Customer was brought to a local healthcare facility where he was treated with an insulin injection and stayed for five hours. There was no report of death or permanent injury associated with this event

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter did power on with button depression. Meter did power on with strip insertion. Blank screen was not observed. No new issues were observed. The complaint was not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.